Event description:
Customer reported that a pt with know anti-e and anti-jka reacted 3+ with 0.8% selectogen (lot 8s629- cell 2) however there was no reactivity when the sample was tested with 0.8% resolve panel a lot 8ra175. No death or serious injury was associated with this incident.